Manufacturer narrative:
No product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by user error due to incorrect planning and sizing of the device.

Event description:
In 2007, pt presented emergently with a contained rupture. All devices (one flex main body, two iliac legs, and two leg extension grafts) deployed as they should have. The leg extension grafts were used to achieve more length and a better landing zone. The hypogastric on the right was embolized and the 12 mm grafts landed into the right external iliac. There was a time during the case where they had acute thrombosis of the distal aorta. That was resolved and flow was restored but the thought is that the physician may have lost the hypogastric on the left side as well. Paralysis was noted a few hrs post-op. As of august 2007, the second year fellow said that most of the initial paralysis had resolved. Update received on 28 august 2007 notes that the unilateral paralysis was noted several hrs after the procedure and that a spinal drain was inserted with no improvement. The clinician believes the unilateral paralysis was secondary to limb ischemia, and the pt is currently in rehab.